Manufacturer narrative:
Corrected data: it was inadvertently reported that the primary unique device identification (UDI) number for the reported device is (B)(4) in the initial report. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, effective therapy was confirmed post op. The reported lead was implanted on (B)(6) 2022. Exact date of implant is unknown.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads, however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: unknown, UDI: unknown, serial: unknown, batch: unknown. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to restored full coverage. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead a found it was cut during explant resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment did not identify any broken wires, but did observe a cam impression on the outer tubing consistent with the use of a swift-lock anchor. Continuity was checked from the contacts to corresponding bare wires and no opens were found. The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead b found it was cut during explant resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment did not identify any broken wires, but did observe a cam impression on the outer tubing consistent with the use of a swift-lock anchor. Continuity was checked from the contacts to corresponding bare wires and no opens were found.